Event description:
It was reported that the patient experienced a low blood glucose event with a pump reading of 72 mg/dl followed by a fingerstick of 62 mg/dl, without symptoms, and later readings improved to 109 mg/dl by fingerstick and 118 mg/dl by sensor; oral glucose was used and education was provided regarding calibration practices and when to resume meals after correction. Symptoms included an episode of low glucose without associated clinical manifestations. Outcomes included resolution of the low glucose with oral carbohydrate and completion of troubleshooting and education. Investigation included review of use conditions and user education related to calibration during lows and confirmation of sensor-to-fingerstick agreement within acceptable range. Investigation of this case revealed no device malfunction and suggested user practice of calibrating when glucose is low could contribute to perceived discrepancies. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.